Event description:
It was reported that both of the implantable neurostimulators (ins) were "changed out" one day prior to the date of this report. It was noted the left ins that was replaced indicated high preoperative impedance on contacts 0 and 2. It was noted therapy was programmed on 3+ 1- and impedance was "in range." It was noted that there were no interoperative impedance measurements. It was not clear why the neurostimulators were replaced. It was later reported that following the replacement the patient seemed to be receiving therapeutic effect and the hcp was "comfortable" with the outcome.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001: product type: extension; product ID 3387-40, lot# n24923b implanted: (B)(6) 2001: product type: lead; product ID 3387-40, lot# j0527200v, implanted: (B)(6) 2005: product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005: product type: extension; product ID 37642, serial# (B)(4): product type: programmer. (B)(4).